Event description:
It was reported that during preparation for a coronary stenting procedure, a shaft break occurred. The distal shaft (near the wire exit port) of the 12mm x 3.5mm quantum maverick monorail catheter broke upon unpacking the device. The event occurred outside the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported.